Event description:
It was reported that the patient had a full revision. The reason for the full revision was prophylactic and due to high impedance. The explanting facility does not return devices. No additional relevant information has been received to date.